Event description:
An international distributor contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2013 they were contacted by a patient who, upon sensor pod removal, was unable to locate sensor wire on (B)(6) 2013. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.